Event description:
It was observed during the device inspection, that the surgical scope exhibited adhesive of distal end- objective lens peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the subject product was shipped in accordance with the specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.